Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that at the end of the procedure, the presence of pericardial effusion was confirmed by the sound star eco catheter. Pericardial drainage was performed before the patient left the room. There was no sudden change in the patient's condition. The physician's judgment of the health hazard is that it was non-serious. The physician's opinions on the relationship between the event and the product since there were significant respiratory fluctuations during the procedure, it might have been the cause. Causal relationship with jj products was unknown. The patient¿s outcome from the adverse event was reported as improved. Device evaluation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. The device investigation has been completed and it included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device 31034004l number, and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that at the end of the procedure, the presence of pericardial effusion was confirmed by the sound star eco catheter. Pericardial drainage was performed before the patient left the room. There was no sudden change in the patient's condition. The physician's judgment of the health hazard is that it was non-serious. The physician's opinions on the relationship between the event and the product since there were significant respiratory fluctuations during the procedure, it might have been the cause. Causal relationship with jj products was unknown. The patient¿s outcome from the adverse event was reported as improved. The event occurred after the ablation was completed; post use of biosense webster products. No steam pop was observed. Transseptal puncture was performed with rf needle. A smartablate generator was used during this case with the correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Irrigated catheter was used in the event, the flow setting was mapping phase 2ml/min, ablation phase 15ml/min. Contact force monitoring methods included real time graph; vector and visitag. Visitag coloring setting used was tag index. Additional visitag filters included force over time (fot). There were no abnormalities observed prior to and during use of the product. No error message was observed during the procedure.